Event description:
Cordless handpiece rolled off of 3' table, rubber end contacted floor, handpiece immediately released copious amounts of acrid white smoke (smelled like wire burning), scorch marks left on floor.